Manufacturer narrative:
One device was returned for analysis. Visual inspection found a bubbled downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not alarm when the cassette volume decreased under the 5 ml alarm level. There was no patient involvement, no patient injury was reported.